Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 250 mg/dl. Customer alleged that bg was due to pump. As tandem technical support was not contacted at the time of the event, a system check was not performed. Recommendation was made for customer to consult with healthcare provider regarding bg.